Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, a total knee replacement was done. The tension spring came out of the pin driver. The trial broke when the surgeon was pulling it out. There is no other info or x-rays available to stryker per hospital policy.

Manufacturer narrative:
An event regarding disassociation of spring involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. Visual inspection indicated that the retention spring was confirmed to be missing from the ID of the driver. Material analysis engineer indicated it is not a material integrity issue. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the visual inspection concluded that the retention spring was confirmed to be missing from the ID of the driver. Examination with material analysis engineer indicated it is not a material integrity issue. No further investigation for this event is possible at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Per sales rep, a total knee replacement was done. The tension spring came out of the pin driver. The trial broke when the surgeon was pulling it out. There is no other info or x-rays available to stryker per hospital policy.